Manufacturer narrative:
H3 other text : issue resolved by customer.

Event description:
It was reported to philips that the device had an etco2 error message. There was no patient involvement.

Event description:
It was reported to philips that the device had an etco2 error message. There was no patient involvement.